Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe began to coag on its own. The wand was unplugged from the console and plugged back in and gave error 8. Plugged in a different probe and the error went away.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The probe was visually inspected for damages, and none were present. The probe was opened and water ingress was noticed. Also, there was a substance on the wire leads on the board near the coag membrane switch. The probable root causes could be fluid ingress, or a probe short.

Event description:
It was reported that the probe began to coag on its own. The wand was unplugged from the console and plugged back in and gave error 8. Plugged in a different probe and the error went away.